Manufacturer narrative:
(B)(4). Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of two (2) months due to tricuspid stenosis and severe tricuspid valve insufficiency. The ttvr procedure was performed with a 26mm edwards transcatheter heart valve and the procedure went well.

Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. In this case, it was found intraoperatively through 3d imaging that a stuck leaflet of the prosthetic valve may have contributed to the valve dysfunction. The subject device is not available for evaluation as it remains implanted in the patient; therefore, the root cause of the event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of two (2) months due to tricuspid stenosis and severe tricuspid insufficiency. The ttvr procedure was performed with a 26mm edwards transcatheter heart valve. Per the operative report, at the start of the case, 3d imaging revealed a stuck leaflet of the pre-existing pericardial valve, which was thought to be contributing to the prosthetic valve dysfunction. Post transcatheter valve deployment, the valve was found to be well-seated and functioning normally. The mean gradient was noted to be only 2-3mmhg. There was no intravalvular regurgitation noted. It was also noted that the patient underwent successful peri-tricuspid paravalvular leak closure using three nested avp-ii devices. The patient tolerated the procedure well and was transferred to the recovery area hemodynamically stable and comfortable condition. The patient was discharged home with home oxygen on pod #2.